Manufacturer narrative:
Film evaluation summary: a single ppt slide of several CT images was returned. The films on the slide were dated approximately 2 months post-implant. No scale was seen on the films; therefore, no stent graft or vessel measurements could be performed. The films revealed that an endurant bifurcate stent graft system and a valiant aortic cuff had been implanted into the patient. The precise location of the implanted devices could not be determined, but appeared to have been implanted proximally from just above the renal arteries, extending distally into both iliac limbs. A large proximal type I endoleak was confirmed. There was lack of radial apposition to the proximal device; the aorta was noted as measuring 74mm in diameter at the level of the 46mm thoracic cuff. Evidence of multiple endoanchors were also seen having been implanted around the perimeter of the proximal thoracic device and aorta. The devices were patent. Other than the type ia endoleak no other clear device issues were observed. A single photograph of the explanted stent graft immediately after the open conversion was also returned. The image quality of the photo was poor/blurry. The entire stent graft system was seen having been explanted. The devices were essentially straight and all components appeared attached and intact. No clear device integrity issues were observed. The reported proximal type I endoleak and explant was confirmed. However, the exact cause could not be determined from the limited films returned. The anatomy at implant is unknown, images during implant were not provided, and complete post-implant CT¿s were also not available for return. It is possible that device undersizing or disease progression may have contributed to the endoleak and resulting aaa expansion. This event may have also been user related; off-label use of a valiant and heli-fx within the para-renal aorta. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 67mm pararenal abdominal aortic aneurysm. A valiant thoracic cuff was also implanted as a proximal extension and 10 endoanchors were implanted as prophylactic treatment. The index procedure was carried out at an unknown facility. It was also reported that the procedure was for a short neck indication and was off label. It was reported that the patient was initially scheduled for open repair 2 years previously as the patient was not suitable for an evar procedure, however, due to a lung infection one week prior, the procedure was cancelled, and the patient was then lost to follow up. The patient presented at the facility again approximately 2 months post the index procedure following three days of back pain and tender aneurysm. It was reported that in the meantime an evar procedure had been carried out at another facility. CT angio showed a large type ia endoleak and the aneurysm now measured 74 mm. The aneurysm had expanded by 7mm in six weeks. It was noted although that although the patient was symptomatic the aneurysm was not ruptured. Open conversion surgery was carried out and all stent grafts and endoanchors were explanted. The event was reported to be resolved. As per the physician, the cause of the event was due to user error and off-label use of the stent grafts and endoanchors with respect to the anatomy of the patient. No additional clinical sequelae were reported and the patient is fine.